Event description:
Initial report indicated that beginning at the end of august 2001/beginning of september 2001, the pt felt a cyclic pain in their teeth. Pt had two teeth extracted on 8/2001. Further investigation revealed that the pt's programmed settings were reduced on 9/01 in an effort to alleviate the tooth pain. Physician's notes indicated that the physician had "greatly reduced the output current", but there was no prior documentation of what the pt's output current was set at prior to the decrease. Further investigation revealed that on 2001, the pt was hospitalized for seizures. On that day, the pt suffered a grand mal seizure that lasted longer than usual. On 10/2001, programmed parameters were increased. It was reported that the pt has never really had improved seizure control since implant of the ncp system. Pt was released from hosp 15 days later and pt is reported to have improved seizure control after the parameter increase.